Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on (B)(6) 2010, on (B)(6) 2010, and on (B)(6) 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported on the same patient involving two separate products mdrs# 1225714-2014-02401, 1225714-2014-02402, 1225714-2014-02403, 1225714-2014-02404, 1225714-2014-02405 and 1225714-2014-02406.